Manufacturer narrative:
MFR rec'd date: 12sep2019. Report date: 13sep2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer complaint was caused by an out of specification airflow sensor u1. Replacement of u1 on the airflow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pv t test 7) at the 30% setting. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The manufacturer¿s international service technician confirmed the reported oxygen concentration issue and replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pv t test 7) at the 30% setting. There was no patient involvement.